Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the tray should have 10 gauze yet only contained 7 gauze.

Manufacturer narrative:
The device history record (DHR) was reviewed, showing no issues were identified. No sample was available. Based on the pictures provided, the miscount is confirmed. The exact root cause could not be determined with the available information. A corrective action is not recommended currently. The machine parameters are checked each shift, and the 10-count scale is subjected to scale challenges every day. If there was a systemic issue with the counting process it would be identified and investigated. This complaint will be used for tracking and trending purposes.